Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Pump successfully downloaded to thus. Verified the pump alarmed pump error 38 in pump downloaded history on 09/01/2021 at time 10:25:12.000. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. No moisture damage noted on the pcba 1 and pcba 2. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment. Pump error 38 alarm confirmed due to corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had cracked in battery compartment. No harm was required during medical intervention. The insulin pump was returned for analysis.